Event description:
It was reported that an episode of non-sustained vf was noted on a remote transmission. The patient was not reported to be symptomatic. There was noise on the ventricular channel that was sensed as fib intervals leading to the nsvf. Instances of intermittent drop in r-wave amplitude were observed possibly due to the noise. Programming changes were recommended. No further information available.